Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was capturing at only high outputs. An invasive procedure was attempted to explant the lead. It was reported that the lv lead unraveled. The physician was able to pull the lead back into the superior vena cava and right atrial junction. Part of the lead was explanted. Boston scientific technical services (ts) discussed the option to go in at the patient's groin and use a snare technique to remove the remainder of the lead. Additional information received indicates that the lead was tested via a pacing system analyzer (psa) and determined to be the sole cause of the observations. The physician did not attempt to snare the remaining portion of the lead. No additional adverse patient effects were reported.